Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited inappropriate auto-mode switch episodes due to far-field oversensing. The device remains implanted. It was noted that the patient would continue to be monitored. No further information was reported.